Manufacturer narrative:
Zimvie complaint number (B)(4). A2: age and date of birth unknown / not provided. A4: patient weight unknown / not provided. B3: date of event unknown / not provided.

Event description:
It was reported that the internal channel of implant was stripped when placing the crown - crown was not seated all the way. Tooth number: 19. The procedure was not completed using another implant.